Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted dirty jaws in open and closed positions. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the jaws of the device were difficult to open and the knife blade of the device would not retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during the opening half videothyroidectomy surgery, there was usually a lot of coagulation residue in the forceps. When the sealing and cutting on the thyroid microvessels was finished, it didn't open any more, but as it had already been cut, the fabric separated. As time went by, the forceps began to accumulate more residue. The knife blade extended completely and was stuck in that position. The patient was bleeding, though it was low since it was thyroid, however, another forcep was opened. Immediate action was taken. The jaw was cleaned several times until it was stuck closed and could no longer open. After procedure, upon analyzing the forceps, it was noticed a hard crust in the channel through which the blade passes, probably charred tissue, which prevented the jaw from opening and the blade returning to its initial position. The clamp worked perfectly and had no defects, however, it blocked the jaw due to the amount of residue that we were unable to remove with wet gaze and compress. The hospital has a protocol to avoid this type of situation and was discharged as scheduled.